Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump passed the rewind, basic occlusion test, prime test, excessive no delivery alarm test and displacement test. However, the insulin pump alarmed for a motor error during the occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, display window, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer stated that he was pushing the button to try to give a bolus and then received a button error alarm. Customer also had motor error alarms. Customer reported that the alarms have been happening around the 2 week period that the pump has had the button error. Customer wanted to return the pump. Customer declined troubleshooting for motor error alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.